Event description:
It was reported that the pump was not delivering a bolus as intended. Additionally, it was reported that out of range issues occurred between the transmitter and pump. It was also reported that the pump clock "loses" time. There was no reported impact to the customer's blood glucose level. No additional information was provided and the customer declined troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.